Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch verioiq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began 1-2 months prior to contacting lifescan. The patient stated that he obtained a reading of "165 mg/dl" with the subject meter compared to a reading of "126-128 mg/dl" with another device, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient does not manage his diabetes with diabetes medications. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "anxiety" immediately after the alleged inaccuracy began; however, he denied having received any treatment. At the time of troubleshooting, the csr noted that the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting, the test strip vial was not cracked or broken, the test strips were not identified as counterfeit/suspect, the test strips had not expired or been open for longer than the discard date, the patient was using the correct testing technique and the patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of ¿anxiety¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/9/2015 device evaluation. The lay user/patients meter has been returned on 2/2/2015 and further evaluated by lifescan product analysis on 2/9/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.